Event description:
It was reported that the tip of the catheter was fractured. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A model-6f runway fr3.5 was selected for coronary angioplasty. During introduction, the distal tip of the catheter fractured. The device was removed intact from the patient, and a new runway catheter was used to complete the procedure. No patient complications were reported, and the patient was in excellent condition following the procedure.